Event description:
Consumer complaint of high blood results. Customer called stating her meter is reading too high, in the 400's and 500's. Caller stated her expected blood glucose is about 120-130 mg/dl. Caller denied eating or drinking anything in the last 2 hours. Customer denied feeling any symptoms of high blood sugar and confirms not requiring medical attention. Customer performed a back to back blood test, 519 mg/dl and 464 mg/dl - fasting. Verified the strips expire 07/15/2016 and that the strips are stored properly. Customer did not confirm when the strips were opened. Reviewed blood results in meter memory: (resulting in fasting). 305 (B)(6) 2015 12:00:00 pm, 305 (B)(6) 2015 12:05:00 pm, 406 (B)(6) 2015 12:02:00 pm, 345 (B)(6) 2015 12:01:00 pm, 433 (B)(6) 2015 11:53:00 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer called stating her meter is reading too high, in the 400's and 500's. Caller stated her expected blood glucose is about 120-130mg/dl. Caller denied eating or drinking anything in the last 2 hours. Customer denied feeling any symptoms of high blood sugar and confirms not requiring medical attention. Customer performed a back to back blood test, 519mg/dl and 464mg/dl-fasting. Verified the strips expire 07/15/2016 and that the strips are stored properly. Customer did not confirm when the strips were opened. Reviewed blood results in meter memory: (results are fasting) (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.